Event description:
Customer reported receiving erratic readings on their freestyle freedom lite meter. Customer reported receiving readings of 35 mg/dl, 229 mg/dl and 58 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
During initial assessment of a returned homechoice device, a baxter technician identified an intraperitoneal volume (iipv) event which occurred on (B)(6) 2010 during drain cycle 6. The drain volume was 4501 milliliters (ml). This event meets overfill criteria. This is report number 2 of 3.

Manufacturer narrative:
Customer's meter and test strips were returned and investigated. The complaint was not confirmed and no new issues were observed. All test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in meter memory.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.